Event description:
Per the clinic, the patient experienced pain with device use subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2022 and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on june 22, 2022.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on july 19, 2022.